Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a follow-up was performed on (B)(6) 2019 in order to check an unusual and frequently sound coming from the pacemaker, and lasting for about two hours. This sound was confirmed by the clinical engineer. An interrogation was performed during this follow-up and no anomaly was observed on the subject pacemaker. Preliminary analysis showed that the device was manufactured and released according to all applicable procedures.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190606 - file-2019-00217 - analysis_and_closure_report_resp-2019-00824.pdf]

Event description:
Reportedly, a follow-up was performed on (B)(6) 2019 in order to check an unusual and frequently sound coming from the pacemaker, and lasting for about two hours. This sound was confirmed by the clinical engineer. An interrogation was performed during this follow-up and no anomaly was observed on the subject pacemaker. Preliminary analysis showed that the device was manufactured and released according to all applicable procedures.